Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn2201 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient underwent PICC catheterization at the catheterization center on (B)(6) 2020, and returned to the ward after the operation. The nurse checked that the pipeline was normal, and there was blood return, and could be used normally; the patient received piruber hydrochloride on march 17 after star PICC catheter infusion, drug precipitation was found at the extension tube, and no significant improvement was seen after repeated flushing and sealing of the tube. At around 8:30 on march 20, when the tube was flushed and sealed during normal intravenous treatment, it was found that there was a visible sac bulge at the PICC extension tube, and the tube wall became thin when touched, which resulted in bulging of the sac when flushing the tube. Please consult the static treatment group and cut the tube. Shortening the tubing was given immediately after the incident occurred on march 20, which resulted in the patient's indwelling catheter outside the body with a short length, which was not conducive to proper fixation during infusion and caused inconvenience. But it does not affect the normal use of the catheter.